Event description:
It was reported that while patient was in surgery norepinephrine was administered, the anesthesiologist paused the pump due to an increase in blood pressure. Clinical team noticed there was no decrease in blood pressure as expected. It was noted by the clinical team that the paused pump was free flowing norepinephrine. Patient subsequently went into cardiac arrest,. CPR was administered and after one minute patient recovered. There was patient involvement and harm. A copy of medwatch report (mw5109475) was received, which states "after induction of anesthesia an infusion of norepinephrine was used and then the channel was 'paused' as the patient's blood pressure was corrected. Later it was noticed that the norepinephrine was free flowing through the pump. The pump was then turned off and disconnected from the patient. Medications to correct the hypertension were given but excessive blood pressure caused cardiac collapse. FDA safety report ID# (B)(4)."

Manufacturer narrative:
Initial reporter addr 1: (B)(6). Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that while patient was in surgery norepinephrine was administered, the anesthesiologist paused the pump due to an increase in blood pressure. Clinical team noticed there was no decrease in blood pressure as expected. It was noted by the clinical team that the paused pump was free flowing norepinephrine. Patient subsequently went into cardiac arrest, CPR was administered and after one minute patient recovered. There was patient involvement and harm.